Manufacturer narrative:
Philips service replaced the lat psu fdxd/collimators, fire x board, and fdc board, and reloaded detector calibration data. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that no radiation could be triggered due to an fdc issue on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.